Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act and escape buttons did not respond due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window, cracked display window corners, broken battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported issues with the insulin pump. Customer states that the screen of the insulin pump is frozen. Customer also states that a piece of the insulin pump is broken by the compartment and there is a battery out limit alarm. The insulin pump will be replaced. Nothing further reported.